Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the report information.

Event description:
An ins9020 limitorr volume limiting (evd) external ventricular drainage 20ml was reported to have leaked a small amount around the stop cook. The event was described a follows; the unit had been draining about 5cc per hour until (B)(6) 2014, when the unit was clamped off at 1600 hours. The output was recorded as 0/hour. Then on (B)(6) 2014, the nurse reported at 1200 that the unit was leaking at the stopcock. The amount that drained was unknown. The event occurred on a sedated, intubated patient who had not been moved. There was no harm to the patient and the drain was replaced.